Event description:
It was reported that the implantable pulse generator (ipg) device was observed with a missing ventricular pace which occurred every 1 hour and 30 seconds. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.